Manufacturer narrative:
H3) the controller and emitter were returned for analysis. Functional testing determined both components were functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The controller and emitter were replaced and the issue was resolved. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: controller 9735824 em s8 svc emitter 9733752 axiem 3 table top medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, a localizer fault message displayed on the registration screen. The system was rebooted and the issue was resolved. The representative visually inspected the cables on the break out box and emitter. They ran a print diagnostic and no faults found. The emitter and break out box were performing as expected. The representative received the localizer faulted message once when starting the system but did not received it again.  There was no patient involvement. Additional information was received. It was reported that the representative went to the site to test the system. It was reported th ere was a tca rom fault displayed. Amplifiers were set to false and sometimes the break out box port did not work. After installing the controller on the system, the system was still indicating tca rom faulted. Print camera diagnostics shoed the rom faulted was a faulty emitter. After replacing the flat emitter, the system was intermittently switching between localizer faulted and localizer not connected. In print camera diagnostics, there was a tca rom error and a tca faulted message. The representative unplugged the emitter and rebooted the system. Upon boot up, print camera diagnostics read break out box connected. The representative performed another reboot with the break out box disconnected and the diagnostics read break out box faulted. Self-test showed the controller was connected. The representative performed a hard reboot of the system and re plugged the emitter and break out box into the system. Upon boot up the system did not display an error messages. The representative noted no faults in print camera diagnostics and amplifiers enabled: true. The representative performed a soft reboot and the issue did no persist. The representative loaded into several patient examsand none had any erroneous error messages.